Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients lead displayed high impedance which was effecting therapy. Surgical intervention was undertaken during which the lead was explanted and replaced.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where multiple internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.